Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. The delivery device was returned without the loading device. The delivery device was very bloody and the white plunger was depressed. A visual inspection showed that the seal was intact, but was hanging out of the delivery device as the tension spring assembly was stuck inside the delivery tube. Based upon the received condition of the device, the reported failure was confirmed. A lot history record review could not be performed because no lot number could be obtained. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 did not deploy properly. When the nurse attempted to load the unit, it sounded like it loaded but when he attempted to release, it did not release properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.